Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: biological tissue yellow, brown particles and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture and pain. The device was explanted.